Event description:
Patient presented to the physician with an infection around the submandibular gland and near the chin. Physician brought the patient into the or, and during examination, it was observed that the stimulation lead had eroded through the skin at the neck incision site. Physician debrided the neck incision site, irrigated the neck pocket with saline and antibiotic solution, tucked the stimulation lead, and closed.

Event description:
Patient presented back to the physician with continued infection and swelling at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or three weeks later, removed the entire inspire system, placed a chest tube, and closed. Patient to continue previously prescribed antibiotics.